Event description:
Customer states two incidents in which they tested and received readings in the 500's mg/dl on two separate devices. Both times dosed 20 units of humalog. About 2 hours later the customer passed out. Paramedics were called, they put in a central line and tested the customer's blood and received a result of 7mg/dl. The customer was given an IV of glucose and admitted to the hosp. After being released the second time the customer took the device to the dr to have a lab comparison performed. Results of the comparison are unk. The dr advised the customer to get new devices. The customer threw away all items. No controls were in use. The customer was sent replacement products.